Manufacturer narrative:
Hologic product applications specialist (pas) and field application specialist (fas) reviewed logs and found no hw or kit preparation issues. Fas was onsite and determined sample mishandling was the likely cause of increased positives based on possible sources of contamination they observed. Fas advised customer on proper sample handling. No further issues reported. Hologic and FDA met on october 29, 2021. Regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl 003394-20200722-18, on panther instrument sn (B)(4). Which had an increase in positive samples. Customer stated they had recently transitioned to a different workflow for sample-handling.